Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimul ator (ins). It was reported that the patient could not turn up stimulation and her chronic pain was coming back. There were connectivity/impedance issues on the ins causing an issue with electrode 0 being out of range. The torque screw was not tightened. The rep said the cause of the torque screw not being tightened was unknown. It was just assumed that maybe it wasn't tightened, but it was more likely if that were the case there would be more electrode issues as well. The issue was said to be resolved. No actions were taken as the patient was moving and didn't want surgery at the moment. No further complications were reported.